Event description:
It was reported that alarm 01 occurred, and the customer verified that their blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. The customer was able to return the original cartridge, and although the lot number was initially unavailable, the pump had already been slated for replacement. Additionally, the case was closed after the customer received the replacement pump.